Manufacturer narrative:
The subject of this report is the #2 of 4 patients that the user facility reported as receiving false positive results on (B)(6) 2021. The technical support team at access bio tested the retained product of the lot# ch20m20 against positive and negative qc panels and showed all valid results. Moreover, in the absence of information from the customer, it would be difficult to rule out potential root causes identified below. Customer might not follow the instructions for use (IFU) excess blood or mucus on the swab specimen may interfere with test performance and may yield a false-positive result. Interpreting results after 15 min. Not performing test immediately after opening the test device in the pouch. Potential contact with foreign substances and household cleaning products during sample collection and testing. Operating test outside of storage conditions. Excessive buffer application to sample well of the test device. Other verification tests that patients performed might yield false negative results. 0.68% of false positive results are expected based on product characteristics claimed for this test (npa: 0.68%). Access bio will continue to monitor further complaints through our data trending programs and take further actions based on identified valid trends.

Event description:
The customer reported on (B)(6) 2021, a suspected false (incorrect) positive result from a rapid result covid test system (lot number: ch20m20) on #2 of the 4 patients. Tests were conducted with rapid nasopharyngeal (np) swabs provided in the kit. Out of four, two patients went to get tested with a lab-based pcr test within 24 hours and two used the mesa accula device (dates unknown) and obtained negative results in all cases. On a follow-up call by access bio on august 30, 2021 and december 15, 2021 the customer provided the following information: testing site has conducted close to 120,000 tests using carestart sars-cov-2 ag tests from november 2020 to august 2021. Identification of patient's symptoms would not be possible to match to the false positive test because of the high volume of the patients. The false positive testing spanned over a one-week period with multiple technicians. It is possible that those technicians who administer the test may have read the results past the 15 minutes due to high volumes of patients. Reported positive tests were repeated with the same sample provided by the patient. No pictures of the results were available. Storage conditions of the kits were reported to be between 70-75 degrees. Humidity was unknown. No adverse patient effects were reported.